Manufacturer narrative:
A manufacturing evaluation was completed: part returned not in the original not sterile packaging. The plate is broken at the level where the shaft is connected to the head portion. The part returned has been re-inspected for all the features pertinent to complaint condition with the conclusion that products is conforming from a manufacturing perspective. All relevant measurable product features meet specification. Due to post production wear and deformation in the fracture region no dimensional inspection could be performed. However, considering that those features are manufactured with the same parameters and tools all along the plate, the conclusion of the product investigation is that the complained part is conforming from a manufacturing perspective. Complaint is confirmed due to the evidence that the plate is broken but the issue is not manufacturing related because the complained part is conforming from a manufacturing perspective. Device was used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: one plate was received broken transversely into two (2) pieces across the two (2) most inferior locking holes on the head of the plate. Based on the complaint description and fracture location, it is likely that the implant was subjected to moderate dynamic bending loads. Constantly alternating load cycles led to the fatigue of the material, then to a first crack, and finally to the overload respectively to the fatigue fracture of the philos plate. The implant could not resist the applied force, which finally led to the material overload / fatigue failure. It is likely that postoperative activities of the patient may have played a role in the implant failure. The implant is designed to be load sharing until the bone is able to heal. If the bone does not heal, the plate will eventually break from the cyclic loading that it experiences. The associated drawing for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is determined to be suitable for the intended use when employed and maintained as recommended. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a proximal humerus plate was implanted to the patient for a humeral proximal surgical neck bone fracture on (B)(6) 2015. After the surgery, the patient complaint of pain and it was found via x-ray that the plate had broken. On (B)(6) 2015, the plate was extracted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Unknown when plate broke. Additional product code: hwc. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history review: manufacturing location: (B)(4) - manufacturing date: may 5, 2014. No non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.